Event description:
The customer reported that she had received a button error alarm on the insulin pump. Customer just received the new pump yesterday. Customer's blood glucose was 137 mg/dl at the time of the incident. Customer stated that the pump was in her bra. Customer was advised to contact their health care professional to retrieve her settings. Customer was advised that the insulin pump will need to be replaced. Customer declined the loaner pump because she just received her 530g pump. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.